Event description:
It was reported that patient underwent left total hip replacement in 2008. During preparation for the acetabular shell component screw holes, the drill bit fractured. Patient retained fractured portion of drill bit.

Event description:
It was reported that patient underwent left total hip replacement in 2008. During preparation for the acetabular shell component screw holes, the drill bit fractured. Patient retained fractured portion of drill bit.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. There are warnings in the package insert that state that this type of event can occur. Expiration date - unknown. Approximate age of device - unknown. Device manufacture unknown. Evaluation of device found evidence that failure mode was due to bending overload.